Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that in (B)(6) 2012 the product manager requested post-launch feedback from the consultants regarding the 3.5mm low profile screw. A consultant replied stating that while response has been positive, he noted that there were a couple of screws that were partially stripped during insertion. This report is 1 of 1 for complaint (B)(4) and covers both of the aforementioned screws.